Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to the customer's blood glucose level. Caller had been using cold insulin and was educated by technical support to use room temperature insulin when filling cartridge, confirmed use of fill rod to remove air bubbles, and confirmed proper contact between pump piston and cartridge, but was unable to proceed further. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.